Event description:
A malfunction with code 0-0x277d was reported, occurring on a pump from a customer in denmark. It was unknown whether this issue impacted the customer's blood glucose level, as specific information was not provided. The customer had not reset the pump in the last 24 hours, despite experiencing the same malfunction multiple times. Tandem technical support decided to replace the pump, and a replacement pump with a new serial number was dispatched.